Event description:
Covidien received info that the pt was removed from the 840 ventilator due to malfunction. The pt was placed on another ventilator. There was no pt harmed or injured as a result of the event. Covidien advised the customer to do ground isolation test and reseat or replace the graphical user interface (gui) cable assembly. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain further repair info but no response received from the customer.